Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: the lm could not identify the foreign material from the provided information, also the lm could not confirm the suggested event nor identify the foreign material because service business center (sbc) did not provide photo. Additionally, it is unknown whether there was deviation from instruction for use (IFU) in reprocessing steps for the location with foreign material. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the channel. There were no reports of patient involvement.